Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was stuck in the rewind complete/bolus delivery loop. The patient's blood glucose at the time of incident was 546 mg/dl. During troubleshooting the customer was assisted with completing the rewinding and priming processes. The patient's blood glucose had increased to 584 mg/dl. The patient was then able to deliver a 10-unit insulin pump bolus. The customer also mentioned that she was unable to read the small print of the insulin pump. The insulin pump was not returned for analysis.